Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. It is likely that during the procedure, the guide wire tip kinked against the anatomy and/or other devices used. Manipulation of the guide wire during retraction likely resulted in the reported/noted separations. Additionally, the reported treatment appears to be related to the operational context of the procedure as an unspecified stent was used to embed the separated portion of the wire to the vessel or plaque. The noted bends on the wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. An unspecified balloon catheter was used with a wiggle guide wire with no resistance noted. During removal without resistance, the tip of the guide wire separated, so an unspecified stent was used to embed the separated portion. The patient was fine. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.